Event description:
The customer reported that this central nurse's station (cns) will not come out of boot loop after the nk application launch splash screen appears. The customer replaced the unit with a spare device. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) will not come out of boot loop after the nk application launch splash screen appears. The customer replaced the unit with a spare device. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) will not come out of boot loop after the nk application launch splash screen appears. The customer replaced the unit with a spare device. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During the evaluation, the reported issue was confirmed. The root cause for the reported issue was determined to be degradation of both hard disk drives. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied and stated that the information would not be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) will not come out of boot loop after the nk application launch splash screen appears. The customer replaced the unit with a spare device. There was no patient injury reported.